Event description:
It was reported that the lv lead 4193 was explanted due to diaphragm stimulation. In addition, lv lead 4194 was not implanted during the implant procedure, due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood/body fluid present in the distal conductor (not obstructed). Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood/body fluid present in the distal conductor (not obstructed). In addition there was outer insulation cosmetic environmental stress cracking (esc) and a cut was evident through the outer insulation material at (35.5 and 37) cm medial section. It was noted that there was explant damage.